Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18 (B)(4), no code available (non-surgical medical intervention performed). (B)(4) relates to (B)(4) for the reported issue of stent migrated. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was implanted within a patient, with a malignant esophageal stricture on (B)(6) 2011. According to the complaint, one day post stent implantation the stent migrated distally. A second ultraflex stent was implanted within the first stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine.